Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of their insulin pump just suddenly powering off. The customer states the device powered off, and could not get it to power back up. The customer's blood glucose level at the time of incident was 106mg/dl. The customer states they did not received a low battery alert prior to the device shutting down. Troubleshoot was conducted. The customer was advised to monitor the device and call back if issues persist.

Manufacturer narrative:
Additional information from the initial call with the customer: the customer described a black and gray screen, stated they have changed the battery and the pump did not respond.